Event description:
An or supervisor reported that an intraocular lens (iol) had been exchanged due to subluxation. The supervisor reported the reason for the subluxation was unk, but the surgeon had reported he was not blaming the iol. The supervisor stated that the iol was a replacement for a previous iol (implanted in the 1990s) that also dislocated. Make and model of iol implanted in the 1990s is unk. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results of the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 12/05/2008 and 12/10/2008 by phone, fax, and mail. A completed questionnaire has not been revised.